Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes the stopper would pop off. This occurred on 3 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: greater difficulty in attaching the stopper of the serum tube after its removal. It is necessary to close the tube stopper with a little more pressure to guarantee the tube sealing. I reinforce that the occurrences were observed after the collection. In the observed cases, after the vacuum collection, the tubes were organized in the gallery. When the tube was lifted, the stopper pop off. Based on these observations (three occurrences with different technicians), we guided the team to ensure the closure with increased pressure in the lid when packing the tubes in the gallery. Amount affected: 400 tubes approximately.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes the stopper would pop off. This occurred on 3 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter, translated from portuguese to english: greater difficulty in attaching the stopper of the serum tube after its removal. It is necessary to close the tube stopper with a little more pressure to guarantee the tube sealing. I reinforce that the occurrences were observed after the collection. In the observed cases, after the vacuum collection, the tubes were organized in the gallery. When the tube was lifted, the stopper pop off. Based on these observations (three occurrences with different technicians), we guided the team to ensure the closure with increased pressure in the lid when packing the tubes in the gallery. Amount affected: 400 tubes approximately.